Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/23/2015. The fse indicated that he noticed evidence of a previous leak on the connector for the peltier module, which caused damage. He replaced the peltier module to resolve the error messages. There was no active leak observed and no evidence of smoke, sparks, arcs or a fire. (B)(4).

Event description:
The customer reported that there was a diff pak lyse reservoir error generated on a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.